Manufacturer narrative:
Claim (B)(4). See claim (B)(4) for fellow eye.

Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the patient experienced glares and halos. At a later date the lens was explanted, the problem was resolved. Cause reported as unknown. A work order search found no similar complaint types. This is report 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.